Event description:
According to the facility on (B)(6) 2023 during an aneurysm embolization "fibers came loose but did not exit the micro catheter into the patient, the micro catheter and wire were removed when it was discovered to have difficulties moving the micro wire, and on the back table the micro catheter was flushed with saline and a small piece of lint was expelled out of the catheter".

Manufacturer narrative:
According to the facility on (B)(6) 2023 during an aneurysm embolization "fibers came loose but did not exit the micro catheter into the patient, the micro catheter and wire were removed when it was discovered to have difficulties moving the micro wire, and on the back table the micro catheter was flushed with saline and a small piece of lint was expelled out of the catheter". Per the facility there was no impact to the patient as the event was described as a "near miss". However, per the facility "the procedure had to be paused to inspect all towels and product for lint". Per the facility the towels were thrown away and are not available to be returned for evaluation. No additional information is available at this time. The sample is not available to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.